Event description:
The customer reported that the 840 ventilator had a blank screen and touch screen failure. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) cpu pcb and touch frame pcb. The unit passed extended self-testing.